Event description:
It was reported that during a stent procedure, a 2.5 x 8 mm stent was chosen, but when it was taken out of the package, the stent was found to be a 2.5 x 28. Reportedly, there was no patient injury.